Manufacturer narrative:
Visual and microscopic examination identified stent damage throughout. The struts were both misaligned and stretched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device has been prepped for use. No add'l product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary artery drug eluting stenting treatment that the taxus liberte stent could not cross the lesion. The 85% stenosed lesion was located in the severely tortuous, moderately calcified proximal lad (left anterior descending). The 3.5x28mm taxus liberte stent was unable to cross the lesion. The procedure was completed with another device of the same size. There were no pt complications and the pt condition was reported to be good. However, the returned product revealed stent damage.